Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure 814:08 was not confirmed by baxter personnel during product evaluation. However, service discovered 814:08 in the event history. Since these two issues are within the same problem grouped code, the customer reported problem will be identified as 814:08. The root cause was assigned to pump head module. The pump head module was replaced to correct this condition. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 814:08 found in the event history. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The software version is currently unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.